Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned an eval will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time.

Event description:
The pt's mother stated that the pt may have used cartridges affected by a recall. She states that at the end of 2010 the pt had been having a lot of variability with blood glucose readings. The pt and the doctor felt it was due to changing vials of insulin and making pump settings however the mother feels it is related to the cartridges. The pt at the time of the call was using cartridges unaffected by the recall and reportedly has had stable blood glucose levels for a few months.